Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse), the pressure transducer, control and the monitoring printed circuit boards (pcb) were found to be defective and the fse resolved the reported failure by replacing them. The ventilator passed all functional and safety test and was cleared for clinical use after that. The replaced parts were sent to our ventilation laboratory for further investigation. When the pressure transducer pcb was tested, it immediately gave a technical alarm for a communication error. This was during start-up before standby. The pressure transducer does not appear in the part data in the service menu. This confirms the communication error. Both the control and monitoring pcb was tested without any issue. Pressure transducer pcb conveyed the pressure via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The cause of the issue is the pressure transducer pcb. However, it was not possible to find the faulty component on this pcb. Previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Reference manufactures ID:(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).